Event description:
The customer called in to report hospitalization for vomiting and dehydration due to high blood glucose levels and diabetic ketoacidosis. During troubleshooting, the insulin pump was found to be unresponsive because of a keypad anomaly. Customer was treated with an insulin drip and blood glucose level was 455 mg/dl during hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.